Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the valve migrated towards the aorta; the device was attempted to reposition using a snare then a second non-abbott valve was implanted within the index valve. The patient was reported to be discharged. No additional information was provided.